Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was initially reported that the ipg stopped working. Patient clarified that she was not getting adequate coverage therefore stopped charging the ipg over four months ago. The old ipg was explanted and a new ipg implanted. Inoperable ipg status could not be verified. Patient did not have their programmer. Therapy was reportedly restored and no complications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the by the patient and physician that the patient's ipg stopped working. Surgical intervention may be undertaken to address the issue.